Event description:
Pt tested the instruments before the procedure. At the time of activation of the esu, they got an arc on the thumb of their left hand. Changed the cable and tried again and got an arc on the thumb of their right hand. Pt went to emergency and was under observation overnight. They were released the next day in good condition.